Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Bilateral mtp fusion plates and screws were implanted on an unknown date. Patient was subsequently diagnosed with a non-union and the patient was returned to the operating room on (B)(6) 2011 for revision. The surgeon removed the plates and the screws and patient was revised using the removed plates and new screws. This report is #3 of 3 for the same event.